Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain as well as severe abdominal pain, chronic bladder infections, frequent vaginal infections, vaginal odor, recurrent urinary incontinence, severe rectal pain, constipation, and physical pain/discomfort. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.